Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation for the at ablation procedure, when connecting the tacticath se to the tactisys, it was not possible to zero the device, no contact force information was displayed on the ensite system, and values appeared in purple. The tacticath se was replaced, which resolved the issue, and the procedure was completed successfully with no adverse patient consequences.